Manufacturer narrative:
The customer reported that the set had come apart when administering saline, on material mz5309, lot 25049024, and returned a photo of the incident. The photo confirms the failure of separation at the tubing/maxzero joint. There is no physical sample available for investigation. The manufacturing plant found the root cause for the separation to be related to assembly error during the solvent application process. The plant issued a quality alert to communicate the failure and reinforce the correct solvent application method on july 1st, 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that starting an IV, and when they flushed the line, they noticed saline on the patient¿s arm. Turns out, the tubing had come apart. This is not the first time they¿ve run into this issue